Event description:
It was reported that prior to implant the device battery showed 2.97 v and a green bar. A few minutes later another interrogation and the battery shows 2.95 v and a grey bar. A different device was used. No patient complications have been reported as a result of this event.